Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The electrode shows signs of activation, as indicated by some small features on the distal tip. The active loop of the electrode was broken at its mid-point. The shaft and proximal end of the electrode showed no signs of damage and was in an unused ¿out of the box¿ condition. There were no indications of mechanical force or stresses on the active loop. No electrical or functional testing was conducted on this electrode as the active loop of the electrode was broken.

Event description:
It was reported that the patient underwent a hysteroscopic myomectomy procedure on (B)(6) 2016 and an electrosurgical device was used. Based on evaluation, the active loop of the electrode was broken at its mid-point. It was also reported that the surgeon had to use another like device to continue the surgery. There were no adverse patient consequences reported.